Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a mhs operation on (B)(6) 2013, a nurse opened a box to hand a sterilized clear plastic package including screws and found a blond hair, possibly human, twined around the plastic package. Reportedly it did not match any of the nurses involved with the procedure. The screw was discarded and a new screw was used from another box with no problems. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the complained package shows that there is a hair at the outer blister. As the package is open, we are not able to identify the definitive source of the hair. However, our supplier for sterilization will be informed about this issue. There are many measures in place to prevent such occurrences while sterile packaging procedure. As the hair is outside the sterile barrier, there is no risk for the sterility of the sterile implant. Also has the hair passed gamma irradiation procedure in case that the hair was already placed in this position during final packaging operation. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.